Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up successfully, it got stuck at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was hanging and it got stuck while starting the application. The fse tried restarting the system to solve the issue but the issue persisted. The fse performed the troubleshooting and found the issue with grabber cardboard in the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse reseated the grabber cardboard in the flexvision pc and rechecked the connection to resolve the issue. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.